Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter was bent/misshapen out of the packaging. The following information was provided by the initial reporter: "on occasion we did discover a few of the 24 gauge that came out of the package with the catheter bent or misshaped".

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed that the catheter was slightly bent and the needle was already retracted. Therefore, based off the provided photos the engineer was able to verify that the catheter was bent but due to the needle already being retracted they could not identify that the needle had pierced the catheter tubing. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter was bent/misshapen out of the packaging. The following information was provided by the initial reporter: "on occasion we did discover a few of the 24 gauge that came out of the package with the catheter bent or misshaped."